Manufacturer narrative:
G4: 20jan2020. B4: (B)(6). The service support technician performed an evaluation and confirmed the reported problem. It was found that the looseness of the pin connecting an area between the battery and the power management board contributed to a contact failure causing the problem. The service support then replaced the power cable harness assembly to resolve the problem. Performed overall check, run in and functional tests. No other anomalies were found after repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 15jun2020. B4: 16jun2020. The power cable harness assembly was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the power cable harness assembly revealed no noted anomalies. All wire-socket attachments appeared to be well-crimped and reliably captured in the connector shells. Wires did not appear as loose when they were pulled and manipulated with reasonable force. The power cable harness assembly was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned power cable harness assembly passed all testing, and no errors were generated. No fault was found with the returned component. The investigation could not reproduce the reported condition. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13nov2019.

Event description:
The customer reported unit failed to recognize a battery. There was no patient involvement.